Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 303 mg/dl that remained elevated for about two hours, with no associated ilet alerts, and that levels improved after the user changed the infusion site; the user employs an inset infusion set (6 mm cannula, 23 in tubing), and no damage to the removed cannula or infusion set was observed. Symptoms included thirst and fatigue consistent with hyperglycemia. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and user education regarding site management and potential scar tissue considerations. Investigation of this case revealed no device alerts or alarms and no observed hardware damage, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.